Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2018. During attempted implant, the right atrial lead could not be fixed to the patient's right atrium. Multiple attempts were unsuccessful. The lead was removed but not replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(4), 2018 indicates that the physician believed that the lead could not be placed due to patient anatomy difficulties.